Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the pump indicating glucose values in the low 40s and briefly below 40 before rising to the mid-50s as the user treated with oral carbohydrates including juice and cookies. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, including guidance to treat with carbohydrates in 10¿15 minute intervals and avoid overtreatment. Investigation of this case revealed no device malfunction reported and no component issue identified, and the episode was categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.